Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. Concomitant product: 4055 boston scientific lead, implanted: (B)(6) 2001; 4054 boston scientific lead, implanted: (B)(6) 2001.

Event description:
It was reported that the patient's cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to an infection. The system was later replaced once the infection had cleared. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.